Event description:
The customer reported that a historically rh(d) positive patient was typed rh(d) negative on erytype s abd+rev.a1, b in tango optimo. In a second run, the patient sample was typed rh(d) positive. For the second run, the customer had used a new dilution of bromelin solution. The customer did return the patient sample that had caused a false negative test result and the supposedly defective product. Our quality control laboratory tested the patient sample with the returned customer's complaint sample of erytype s abd+rev.a1, b. The patient sample yielded a +/- reaction with both anti-d reagents on erytype s abd+rev.a1, b. The sample was sent for molecular rh(d) typing to an external laboratory. We are still waiting for the result. The complaint sample was also tested with different red blood cells. All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed: the allegedly defective lot of erytype s abd+rev.a1, b functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported that a historically rh(d) positive patient was typed rh(d) negative on erytype s abd+rev.a1, b in tango optimo. In a second run, the patient sample was typed rh(d) positive. For the second run, the customer had used a new dilution of bromelin solution. The customer did return the patient sample that had caused a false negative test result and the supposedly defective product. Our quality control laboratory tested the patient sample with the returned customer's complaint sample of erytype s abd+rev.a1, b. The patient sample yielded a +/- reaction with both anti-d reagents on erytype s abd+rev.a1, b. The sample was sent for molecular rh(d) typing to an external laboratory. The result of the external laboratory is: ccd.ee weak d type 4.2. The instruction for use contains an appropriate comment: category vii and very weak expressions of the d antigen (d weak with very few receptors) will give weakened or negative reactions with the anti-d reagents on this strip. The complaint sample was also tested with different red blood cells. All positive and negative reactions were correct. We did not observe any false negative reaction. Testing by our quality control laboratory confirmed: the allegedly defective lot of erytype s abd+rev.a1, b functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our initial report on this incident.